Event description:
Reporter reported that one of the heaterwire pins on the expiratory limb of the rt340 breathing circuit was split.

Manufacturer narrative:
The rt340 breathing circuit is not available in the USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. The 510(k) for the rt240 is k983112. The returned device and a photograph of the defect was visually inspected. Our records indicate that this is the only complaint of this nature received for the given lot number. We confirmed that one of the pins was indeed split. This fault would not permit connection of a heater wire adapter, and therefore the heated breathing circuit would be unusable. This appears to be a fault with the supplied part (heater wire pin). We will be communicating this to our supplier. Conclusion: the device was out of specification. This fault is rare with a very low occurrence rate. We will continue to monitor all complaints for this type of fault.